Manufacturer narrative:
(B)(4).

Event description:
Procedure: total nephroureterectomy. According to the reporter: during use on the patient, the device made a loud crack, and the surgeon noticed the joint was broken and a part of it was missing. The cavity was irrigated, but the missing part could not be found. A new device was opened to complete the procedure. There was no bleeding, no tissue damage and no anticipated tissue loss.